Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A healthcare professional reported that a handpiece did not have phacoemulsification during a case. The handpiece was exchanged to complete the surgery. There was no patient harm.

Manufacturer narrative:
The handpiece was examined and the reported event was not replicated. Biomed confirmed that the handpiece functioned normally. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phacoemulsification handpiece was manufactured on november 9, 2010. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on november 11, 2010. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to function normally. Therefore, it is not suspected to have contributed to the reported event. (B)(4)